Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had some lateral chest wall pain. There was a suspected perforation of the right ventricular (rv) lead. There was also rising thresholds, loss of capture and low impedances noted on this lead. This lead remains in use. No further patient complications have been reported as a result of this event.